Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) system underwent a cardioversion in which it was noted that right ventricular (rv) lead pacing impedances were exhibiting high out of range measurements above 2134 ohms. The rv lead is a non boston scientific lead, no noise was noted, but an increase in capture thresholds was noted. The ICD system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).